Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams monarc subfascial hammock system to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered, and will continue to suffer, pain, disability, impairment," "severe and permanent injuries." Erosion and scarring.

Manufacturer narrative:
Should add'l info become available regarding this event, it wil be re-evaluated and a f/u report will be sent.